Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the bearing of the attachment device was worn, and the nose tube was bent/damaged. It was determined that the color band was chipping/fading and the device had a component damage. It was observed that the cutter device could not be inserted, and the device generated heat and vibration. It was further determined that the device failed pretest for visual assessment, thimble set screw, cutter insertion, vibration and temperature assessment. It was noted in the service order that the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.